Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. A potentially relevant finding was identified. A non-conformance was initiated for lot 17c15a0149 in response to a peel-away sheath that failed to peel. Although the reported defects are similar, complaint investigation could not adequately be performed as the sample was not returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The nurse threaded the dilator and sheath over the wire that was in the patient. The nurse then removed the dilator and put the PICC over the wire but the PICC would not advance through the sheath. The nurse then removed the PICC and put the dilator back over the wire which advanced through the sheath. The dilator was removed and put the PICC back over the wire but the PICC, again, would not advance through the sheath. The PICC and sheath were pulled out. The sheath had a tear in it. Therapy was delayed without incident to the patient.

Manufacturer narrative:
(B)(4).

Event description:
The nurse threaded the dilator and sheath over the wire that was in the patient. The nurse then removed the dilator and put the PICC over the wire but the PICC would not advance through the sheath. The nurse then removed the PICC and put the dilator back over the wire which advanced through the sheath. The dilator was removed and put the PICC back over the wire but the PICC, again, would not advance through the sheath. The PICC and sheath were pulled out. The sheath had a tear in it. Therapy was delayed without incident to the patient.